Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was placed, and flows were lower than normal, with suction alarms during the case and a flattened motor current. Reportedly following the percutaneous coronary intervention, the physician scanned the arch under fluoroscopy and observed a significant kink in the cannula right below the outlet sitting in the aorta. The surgeon reportedly made unsuccessful attempts to straighten out the cannula, the decision was made to replace this impella with a new impella. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. Visual inspection of the returned pump confirmed a cannula kink near the motor housing. Although the root cause of the low pump flow was determined to be the observed cannula kink, a specific cause for the observed cannula kink could not be determined. The root cause of the low pump flow was determined to be the observed cannula kink, resulting from improper technique by the end user. This report is being filed as part of a retrospective review of historical records.